Event description:
Pt had a cystoscopy, right ureteroscopy, right retrograde. Physician inserted guidewire through long bridge and cystoscope into pt's right ureter. Dr. Believes guidewire was scraped going through the long bridge which caused the blue coating to peel away from the wire. Multiple pieces of blue coating were in pt's ureter and bladder. The physician believes pieces of coating will pass when pt voids. Manufacturer response (as per reporter) for guide wire, sensor straight tipsalesman called in report.